Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patients mother to reset the bluetooth, close all running background applications, reset the device, and restart the g5 application which was successful for the reported issue. No additional patient or event information is available.